Manufacturer narrative:
The returned handpiece was evaluated and failed all production spec. It was also noted by mfg personnel that the cap is heating up and the handpiece is not cutting. Qual personnel then investigated the handpiece. The handpiece exhibited maximum temp of 5.9 degrees c during free run testing. Microscopic eval revealed debris build up inside the cap and head cavities and within the bearing components. Microscopic eval also revealed significant wear on the rotor. Severe interaction between components of the set with one another may have caused the temp increased reported in the complaint. The combination of debris, friction between parts, and instability of the set due to a broken cap end bearing retainer are most likely responsible for the customer complaint. In addition, all components looked dry with no sign of lubrication.

Event description:
In this event a doctor reported that an atc handpiece overheated. There was no injury or intervention.